Event description:
Since my breast augmentation, I have been unusually fatigued and my breasts have been very sore. As the years have passed I have become increasingly more ill. In 2005 I became too ill to work or even take care of my family as I had in the past. I have gone downhill steadily since my surgery in (B)(6) 1993, and I continue to get worse. Once active, vibrant and healthy, I now require help with everyday chores and even self-care (bathing, getting dressed, errands, shopping, etc.).